Event description:
It was reported that, "when the nurse opened the blisterpack, the c-clip had already broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.